Event description:
The pt presented with an abdominal aortic aneurysm. The abdominal aorta also was heavily calcified and stenosis was present 5-6mm below the aneurysm sac. The physician positioned a gore 5cm viabahn endoprosthesis. As the device was being deployed,the device prolapsed into the aneurysmal sac. A 10cm viabahn device was deployed inside the prolapsed device to successfull y align the device. Upon the withdrawal of the delivery catheter, the distal olive became lodged in the stenotic area. After unsuccesseul attempts to dislodge the olive, the olive became detached from the delivery catheter. Upon removal of the .025 amplatzer guidewire, the olive became of the .025 amplatzer guidwire, the olove slid off the wire and rested just proximal to the aortic stenosis. After unsuccessful attempts to retrieve the olive, the physician converted to open repair and explanted the device. The aneurysm was repaired with a vascular graft. The pt's status was stable following the surgery.